Event description:
It was reported that post-paced t wave oversensing was observed via a merlin.net transmission. Reprogramming was recommended. The issue was resolved. The patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.